Event description:
A report was received that the patient¿s program stopped working after the patient went into a metal scanner. Database analysis revealed that several contacts of one lead showed high impedances. The patient underwent a revision procedure wherein it was discovered that the lead was fractured. The lead and splitter were removed. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient¿s program stopped working after the patient went into a metal scanner. Database analysis revealed that several contacts of one lead showed high impedances. The patient underwent a revision procedure wherein it was discovered that the lead was fractured. The lead and splitter were removed. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit. Sterile device evaluation indicated that visual inspection of the lead revealed that the proximal end was fractured between contacts 12 and 13. X-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The root cause of the damage is unknown. Device evaluation indicated that the lead splitter passed visual and mechanical tests performed. The complaint has been confirmed. X-ray inspection found broken cable wires at the ball seals on several contacts. The broken cables resulted in the reported complaint of high impedance. Device evaluation indicated that the clik anchor passed visual test performed. The clik anchor was intact and no parts of it were missing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30 serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).